Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of compromised force sensor system alarm. The customer's blood glucose reading was 56 mg/dl. The customer treated with food. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear protruded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart error, prime, excessive no delivery and occlusion tests or test for motor error alarm due to the alarm. The pump was received with normal operating currents. The pump passed the self test. The pump passed the off no power test. The pump was received with minor scratches on the lcd window, a cracked belt clip slot and a broken reservoir tube lip.